Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following event description (summary): fan failure alarm occurred. No patient involvement. No intervention necessary.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the reported fan failure alarm on the hamilton-c3 ventilator occurred immediately after device startup. Log file analysis showed that the ventilator repeatedly failed the internal fan test during several consecutive startup attempts. No patient was connected at any time, and the device remained outside of clinical use, preventing any risk to users or patients. The investigation identified the internal fan as the root cause. The fan was replaced, after which the ventilator underwent complete functional testing and calibrations. All tests were successfully passed, confirming proper system performance. The device was therefore returned to service and handed back to the end user in fully functional condition. The case is considered closed.